Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a femoral recon nail insertion procedure on (B)(6) 2020, two (2) protection sleeves for the radiolucent aiming arm were stuck in the arm. The surgeon attempted to remove the protection sleeves by hand but they would not come out. After removing the aiming arm with the protection sleeves, still the surgeon again tried to remove them only to break pieces of the aiming arm off in the process. No broken pieces were left in the patient. The procedure was successfully completed. There was an unspecified number of minutes of surgical delay. There was no patient consequence reported. Concomitant device reported: unknown femoral nail (part # unknown, lot # unknown, quantity 1). This report is for one (1) 11.5mm/8.5mm protection sleeve for recon locking. This is report 1 of 3 for (B)(4).